Manufacturer narrative:
Examination of the returned devices by the manufacturing supplier confirms material fracture. However, due to the high amount of missing fragments the primary metal transfer cannot be evaluated. A primary fracture surface and the region of the fracture origin cannot be found on the fragments of the insert due to secondary damages. Primary metal transfer can be found on the bore surface of the femoral head, however, the femoral head provides no indications for the cause of the fracture of the insert. No conclusions regarding a possible cause for the fracture of the insert can be drawn based on the provided parts. A review of device history records finds no related manufacturing deviations or anomalies, and the lot met specifications. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revision surgery for ceramic insert and head fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.